Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was found to be damaged and flattened. Due to the flattening of the soft cannula the soft cannula was found to be longer then specification. The flattened soft cannula did not contribute to the reported symptom code. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 37 and 48 hours. The device was returned and investigation. Investigation found the cannula damaged.